Event description:
It was reported to covidien that a customer had a problem with an scd compression system. The customer stated that the pt had been wearing the sequential compression device. After the boot was removed the staff observed two faint bluish areas of the right inner lower leg. Upper area was 4cm x 4.5 cm in size and the lower was 2 cm x 2.5 cm in size. The physician was notified and use of the device was discontinued.